Event description:
An endurant ii stent graft system was planned to be implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is unknown. It was reported that the physician attempted to implant the stent graft. The bifurcate was implanted correctly. However, when the physician attempted to implant the limb, "huge" resistance was reported in advancing the delivery system through the iliac artery. Once the graft was positioned, the physician was unable to deploy the graft. The graft was discarded and another stent graft was implanted. No kinking was noted in the discarded graft. No clinical sequelae were reported and the patient is fine. A review of returned pre-implant 3d cta's revealed that the proximal neck diameter was 19.8mm to 23.4mm and appeared angulated and calcified. The maximum right common iliac artery diameter was 35.4mm, and the right external artery diameter was 12.2mm. The diameter of the left common iliac was 19.9 to 21.1mm. Both iliacs were tortuous and calcified. Pre-implant cta's were non-contrast; therefore measurements are approximate. The proximal neck was 21mm below the renals, and the neck was angulated r-l, however more severely angulated p-a. The neck, including the left renal artery orifice, was calcified. The maximum diameter aaa was 6cm, and the sac was ringed with calcification. The right common iliac artery was aneurysmal, 35mm diameter, tortuous (especially near the iliac bifurcation), and very calcified. The takeoff of the left common iliac was very tortuous, and the left iliac was lined with calcification. Angio images post-implant were returned. Confirmed tortuous iliac anatomy and possible placement of right internal iliac coils. Angio images at implant showed that the bifurcate was brought up the right side and deployed just below the left renal. The right internal iliac had been coiled. The ipsilateral limb was then seen extending into the right external iliac. The contralateral limb and extension were seen implanted into the left common iliac; there was acute angulation at the junction of the iliac limbs within the origin of the left common iliac. Final angio showed good distal runoff and no endoleak. The cause of the reported positioning and deployment difficulties could not be determined; images during these events were not seen in the films. However, it is likely that the patient's anatomy (tortuous and calcified iliacs) contributed to the positioning difficulties, and may have also contributed to the deployment difficulties. This may have also been a device issue; however, the device was discarded.

Manufacturer narrative:
(B)(4).